Manufacturer narrative:
Corrected information: d4 primary unique UDI number . Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to aesculap inc. That a progav device (part# unknown) was implanted during a revision procedure sometime in 2016. According to the complainant the last time the device adjusted was in 2018. Additionally the last magnetic resonance imaging (MRI) was performed around the same time. Reportedly since the last adjustment the instrument has been adjusting itself. The patient has reported bad problems with balance and coordination. The adverse event is filed under aic reference xc 100036844 cc 400672564.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.